Event description:
During product analysis of a handheld device returned for a programming issue reported in MDR 1644487-2009-02650, it was observed that the serial adapter cable on the handheld device was worn causing communication errors. Functional testing of the serial cable identified that the connector plug assembly was worn allowing an intermittent connection between the hhd and serial cable. No further anomalies were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.